Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Removal of cocr head and polyethylene insert and replacement with new insert and biolox ceramic head with v40 sleeve. Update 10/may/2019: as reported in adverse consequences details: elevated cocr levels in patient.